Event description:
The customer suspected two consecutive samples reported similar results for all tests. The customer reviewed all results and found that sample #136 was assigned similar results to that of sample #137. An aspiration error had occurred on sample #135 just prior to samples #136 and #137. No incorrect results were reported out of the laboratory. The customer message history logs were reviewed and confirmed that a miss-association did occur and that sample #136 was not aspirated. Sample #137 was inappropriately aspirated and used to generate results for sample #136. Sample #137 was again aspirated and generated results for sample #137. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.